Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. There are multiple patients. All known information is provided in the literature article. This report is for an unknown zero-p construct/unknown lot. Part and lot number are unknown; UDI number is unknown. Date of implantation(s) is an unknown date between 2009 and 2013. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of the following journal article: noh, s.h. Et al. (2021), comparison of zero-profile anchored spacer versus plate-and-cage after 1-level acdf with complete uncinate process resection a 3-year assessment of radiographic and clinical outcomes, clinical spine surgery, vol. 34, pages176¿182 (south korea). The purpose of this study is to compare the zero-profile anchored spacer device (zero-p) and traditional plate-and-cage implant (plate-and-cage) in anterior cervical discectomy and fusion (acdf) with complete uncinate process resection (upr) to treat 1-level cervical degenerative disk disease. Between 2009 and 2013, a total of 80 patients underwent treatment. Among them, zero-p (38 patients) and plate-and-cage (42 patients) approaches were used in acdf. This study contained 36 male and 44 female patients. The patient ages ranged from 45 to 72 years (average age: 53.5±10.34 y). The patients were followed for an average of 39.1±2.2 months. The following complications were reported: 5 cases had cage subsidence. 1 patient had dysphasia at 1 month postop. 1 patient had nonunion. 1 patient had fair results in their odom criteria. This report is for an unknown synthes zero-p construct. This is report 1 of 1 for (B)(4).